Manufacturer narrative:
Additional information: a1, b5, h6 ( patient code).

Event description:
Additional information was received indicating that the malfunction happened while testing.

Manufacturer narrative:
One cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. A pressure switch test was performed and the pump was visually inspected. The reported issue was able to be confirmed. The pressure switch test was found to be activated out of the pump's manufacturer specifications. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed occlusion alarm. No adverse effects were reported.